Manufacturer narrative:
(B)(4).

Event description:
It was reported to cayenne medical that a patient underwent a revision surgery to remove a quattro link knotless anchor, which was initially implanted on (B)(6) 2017, due to device migration. The revision surgery occurred on (B)(6) 2018.

Event description:
It was reported to cayenne medical that a patient underwent a revision surgery to remove a quattro link knotless anchor, which was initially implanted on (B)(6) 2017, due to device migration. The revision surgery occurred on (B)(6) 2018.

Manufacturer narrative:
Ref: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device is retained by the hospital and not being returned for evaluation. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference: (B)(4). Customer indicated initially that device is not being returned. Customer later indicated that the device will be sent back for evaluation. Device was received and evaluated by the manufacturer. This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a possible use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported to cayenne medical that a patient underwent a revision surgery to remove a quattro link knotless anchor, which was initially implanted on (B)(6) 2017, due to device migration. The revision surgery occurred on (B)(6) 2018.